Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise on the rv lead was observed. As a result inappropriate hv therapy was delivered. A possible lead fracture or insulation break was suspected. The lead was capped.